Event description:
It was reported the patient had a revision in 2007. It was noted the patient was in an automobile accident and the implantable neuro stimulator (ins) needed to be re-secured because it ¿broke loose¿ under the skin. It was noted it was moved from ¿the front to the back¿. The patient noted that ¿everything went fine¿. **information omitted pertaining to event (B)(6). These events are not related.

Manufacturer narrative:
Concomitant products: product ID: 7434a , serial# (B)(4), product type: programmer, patient. Product ID: 3 587a, lot# lb0369, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).